Event description:
Intra-aortic balloon pump was placed on a patient and appeared to be functioning properly. Once the procedure was completed the balloon pump was unplugged for transport. The balloon pump immediately stopped working and the audible alarm sounded with several different error messages which could not be silenced or would immediately recur after being silenced.======================manufacturer response for pump, intra-aortic balloon, autocat2 (per site reporter).======================possible cpu board failure or pump assembly.